Manufacturer narrative:
An additional assessment of this event was performed on 6/21/2019. The tissue expander was placed for more than 6 months. Mentor documents dictate that this product is not supposed to be implanted for a period longer than 6-months, and this is an example of off-label use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5086368) that a female patient who had a 450cc mentor cpx4 with suture tabs placed experienced right sided deflation post procedure. As a result, the device was explanted (B)(6) 2019.